Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The pulse generator exhibited oversensing. No medical intervention was reported.

Event description:
New information on (B)(6) 2016 indicated that the device was reprogrammed. The patient would continue to be followed normally.